Manufacturer narrative:
The reporter mentioned that three additional patient samples had questionable troponin t results. Of these three samples, two had discrepant troponin t results. No incorrect results were reported outside of the laboratory. The primary tube of the first additional sample initially resulted with a troponin t value of 5.68 pg/ml on (B)(6)2019. The sample was repeated twice in a sample cup on (B)(6)2019, resulting with values of < 3.0 pg/ml accompanied by a data flag and 13.68 pg/ml. On (B)(6)2019, the field service engineer performed a hardware check. The impedance of the probe cover cable and leveling of the rack sampler were checked. A probe arm was adjusted and a second probe was adjusted. The second additional sample initially resulted with a troponin t value of 21 pg/ml on (B)(6)2019. The sample was repeated three times, resulting with values of 11 pg/ml, 11.47 pg/ml, and 10.34 pg/ml. On (B)(6)2019, the field service engineer checked the probe voltage adjustment, all mechanical adjustments of the probe, and all voltages. The investigation could not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
It has been confirmed that the first and second samples are from the same patient. The third sample is from a different patient.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter stated that they received discrepant results for three patient samples tested with the elecsys troponin t hs stat assay on a cobas e 411 immunoassay analyzer. No incorrect results were reported outside of the laboratory for the first two samples. It was asked, but it is not known if any incorrect results were reported outside of the laboratory for the third sample. It was not clear if all three samples were from the same patient or if they were collected from different patients. A clarification has been requested. The first sample initially resulted with a troponin t value of 7.78 pg/ml and repeated as 5.16 pg/ml. The second sample initially resulted with a troponin t value of 5.07 pg/ml and repeated as 7.04 pg/ml. On (B)(6) 2019, the third sample, from a (B)(6) female patient weighing (B)(6), initially resulted with a troponin t value of 4.2 ng/l. The sample was repeated twice on (B)(6) 2019, resulting with values of 8.83 ng/l and 3.0 ng/l. No adverse events were alleged to have occurred with the patients. The troponin t reagent lot number was 345888, with an expiration date of 31-dec-2019.